Manufacturer narrative:
Based on the available info this event is being reported as reportable malfunction. No pt info or lot number was provided. It was not stated if this device was used on a pt. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site, thus both potential manufacturing site numbers are listed below. It was discovered on 03/13/2014 that 2 devices were inadvertently reported under one MDR on 10/15/2013 (pt identifier (B)(6) mfg report number 2243969-2013-00133). A supplemental report was filed to correct that report and this report is to cover the second device mentioned.

Event description:
It was reported that the balloon on an fms device, in the intensive care unit (ICU), would not fully inflate.